Event description:
Endoscopic device began smoking when used on patient during open heart surgery. When tested, smoking came from the tip of the device, and it glowed red-hot within seconds of the unit being turned on. On a prior incident, we were told that the cord from the device to the power source was probably the problem and that the cords should not be used more than 20 times. We have been tracking the cord use and it had not exceeded the recommended 20 uses.the product regional manager and account manager were here to discuss incident with or director and myself. They tested the product and also noted that it smoked when turned on. The tip of the instrument became red hot.